Event description:
It was reported that the patient¿s blood glucose reached 312 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the needle mechanism did not retract as intended and the patent experienced pain. This indicates a needle mechanism failure. No treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.